Event description:
Boston scientific received information that this right ventricular (rv) lead displayed low, out of range, pacing impedance measurement. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received that this rv lead exhibited loss of capture (loc) along with noise, oversensing and pacing inhibition which resulted to less than two seconds of asystole. This patient underwent a revision procedure where this lead was surgically abandoned in the patient. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.